Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During a unicompartmental knee arthroplasty, the insert trial broke when removing from a base plate.

Manufacturer narrative:
An event regarding crack/fracture (¿during uka surgery, the insert trial broke when removing from a base plate¿) involving a specialty triathlon trial was reported. The event was confirmed by visual inspection of the returned device and mar analysis. Method & results: product evaluation and results: a visual inspection was conducted and noted, the device was returned in two pieces. The device fractured by the 8mm side of the device. The device has scratches and abrasions in various areas. A material analysis engineer indicated that ¿fracture consistent with an overload condition, as indicated by hackles observed on fracture surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.¿ clinician review: not performed because no medical records or x-rays were made available for evaluation. Product history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been 3 other events for this lot. Conclusions: the reported event of ¿during uka surgery, the insert trial broke when removing from a base plate¿ was confirmed. Based on the returned device¿s visual inspection the device was returned in two pieces. The device fractured by the 8mm side. A material analysis engineer indicated that ¿fracture consistent with an overload condition, as indicated by hackles observed on fracture surface. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined.¿

Event description:
During a unicompartmental knee arthroplasty, the insert trial broke when removing from a base plate.